Event description:
It was reported that, in the dutch arthroplasty registry (lroi) from the netherlands, a total of six thousand nine hundred and ninety-seven (6,997) hips underwent primary tha procedures between 01-jan-2007 and 31-dec-2023, using a spectron femoral stem. From these, two hundred eleven (211) hips were later revised due to reasons not provided by the joint registry. No further information is available. Timeframe of registry data: implantations conducted between 01-jan-2007 and 31-dec-2023 in the netherlands.

Manufacturer narrative:
Reporting quarter: 2 (april 1 - june 30, 2025) summary of adverse events: it was reported that, in the dutch arthroplasty registry (lroi) from the netherlands, a total of six thousand nine hundred and ninety-seven (6,997) hips underwent primary tha procedures between 01-jan-2007 and 31-dec-2023, using a spectron femoral stem. From these, two hundred eleven (211) hips were later revised due to reasons not provided by the joint registry. No further information is available. Timeframe of registry data: implantations conducted between 01-jan-2007 and 31-dec-2023 in the netherlands. Analysis conducted: based on the most recent safety and performance evaluation, the spectron hip stem system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. According to this registry report, a total of six thousand nine hundred and ninety-seven (6,997) primary tha procedures with spectron hip femoral stems have been performed in the netherlands between 1-jan-2007 and 31-dec-2023. The data presented in the report is stratified by acetabular cup component: reflection all poly made of conventional polyethylene (not anymore marketed and therefore not an available combination for usage with the spectron hip system), reflection all poly xlpe, muller cup and muller low profile durasul cup. These last two are considered off-label uses and are not covered by the spectron hip stems IFU. For all cup combinations. With the exception of the reflection all poly cpe (conventional polyethylene) combination, the mean kaplan-meier revision rates for each follow up year were either in line or below with the all-cemented tha class for osteoarthritis as shown by overlapping of 95% confidence intervals. The mean cumulative revision rates for the spectron ef femoral stem and reflection all poly cup combination were significantly higher than the class at 10 and 13 years of follow-up, as shown by the non-overlapping confidence intervals. The higher revision rates are at least in part likely due to the higher wear rates of cpe over xlpe. The following cumulative revision rates with 95% confidence intervals are presented in this report: 1. Spectron hip stem with reflection all poly xlpe acetabular cups: o at 1st postoperative year: 0.68% (0.45%-0.91%) vs 1.35% (1.28%-1.42%) of the class. O at 3rd postoperative year: 1.47% (1.13%-1.81%) vs 2.09% (2.00%-2.19%) of the class. O at 5th postoperative year: 1.92% (1.52%-2.31%) vs 2.62% (2.51%-2.73%) of the class. O at 7th postoperative year: 2.59% (2.11%-3.06%) vs 3.07% (2.95%-3.20%) of the class. O at 10th postoperative year: 2.98% (2.45%-3.51%) vs 3.76% (3.61%-3.90%) of the class. O at 15th postoperative year: 3.29% (2.70%-3.88%) vs 4.92% (4.68%-5.16%) of the class. 2. Spectron hip stem with reflection all poly cpe acetabular cups: o at 1st postoperative year: 0.81% (0.10%-1.53%) vs 1.35% (1.28%-1.42%) of the class. O at 3rd postoperative year: 1.81% (0.75%-2.87%) vs 2.09% (2.00%-2.19%) of the class. O at 5th postoperative year: 2.69% (1.39%-4.0%) vs 2.62% (2.51%-2.73%) of the class. O at 7th postoperative year: 3.25% (1.81%-4.69%) vs 3.07% (2.95%-3.20%) of the class. O at 10th postoperative year: 6.62% (4.48%-8.76%) vs 3.76% (3.61%-3.90%) of the class. O at 15th postoperative year: 11.36% (8.35%-14.37%) vs 4.92% (4.68%-5.16%) of the class. 3. Spectron hip stem with mueller cups: o at 1st postoperative year: 0.36% (0.00%-0.77%) vs 0.35% (1.28%-1.42%) of the class. O at 3rd postoperative year: 0.72% (0.15%-1.30%) vs 2.09% (2.00%-2.19%) of the class. O at 5th postoperative year: 0.97% (0.30%-1.64%) vs 2.62% (2.51%-2.73%) of the class. O at 7th postoperative year: 1.09% (0.38%-1.80%) vs 3.07% (2.95%-3.20%) of the class. O at 10th postoperative year: 1.47% (0.65%-2.30%) vs 3.76% (3.61%-3.90%) of the class. O at 15th postoperative year: 1.62% (0.74%-2.49%) vs 4.92% (4.68%-5.16%) of the class. 4. Spectron hip stem with muller low profile durasul: o at 1st postoperative year: 0.80% (0.02%-1.58%) vs 0.35% (1.28%-1.42%) of the class. O at 3rd postoperative year: 1.63% (0.51%-2.75%) vs 2.09% (2.00%-2.19%) of the class. O at 5th postoperative year: 2.09% (0.81%-3.37%) vs 2.62% (2.51%-2.73%) of the class. O at 7th postoperative year: 3.38% (1.59%-5.16%) vs 3.07% (2.95%-3.20%) of the class. O at 10th postoperative year: not reported vs 3.76% (3.61%-3.90%) of the class. O at 15th postoperative year: not reported vs 4.92% (4.68%-5.16%) of the class. Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. Additional action(s) taken: no additional actions are deemed necessary at this time. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.

Manufacturer narrative:
This report is submitted in response to the FDA¿s observations regarding smith+nephew¿s (s+n) summary MDR reporting practices under lit2400780, communicated on july 1, 2025. As a result, the data previously reported through MDR 1020279-2025-01029 is no longer valid as it will be migrated and submitted under MDR 1020279-2025-01028 by the end of the third reporting quarter, as agreed with the FDA.